Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 21-sep-2020. The most recent information was received on 29-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of embedded device ('optimally, and nearly pierces the serosa of the uterus') and device dislocation ('right side of implant is not visible on the right side of the laparoscopy') in a female patient who had essure (batch no. B21572 - invalid) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and abdominal pain upper ("stomach pains"). The patient was treated with surgery (implants and fallopian tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device dislocation and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, device dislocation and embedded device with essure. Lot # b21572 is no valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number:(B)(4)) on 21-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of embedded device ('optimally, and nearly pierces the serosa of the uterus') and device dislocation ('right side of implant is not visible on the right side of the laparoscopy') in a female patient who had essure (batch no. B21572) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and abdominal pain upper ("stomach pains"). The patient was treated with surgery (implants and fallopian tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device dislocation and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, device dislocation and embedded device with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.